Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch vita meter was displaying a battery indicator. The complaint was classified based the customer service representative (csr) documentation. The reporter informed the csr that the indicator appeared in ¿august¿ at an unspecified time. The patient manages her diabetes with pills, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient also denied developing any symptoms as a result of the product issue. The patient also stated that in ¿november¿ during a doctor¿s office visit she had her medication changed from metformin to januvia. At the time of troubleshooting, the csr noted that there was no misuse of the subject meter and it was not the first time the product was being used. Csr also noted that the subject meter¿s battery did need to be replaced. However, the patient did not have new battery to use in the subject meter. Replacement product was sent to the patient. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical treatment for either of these conditions. Additionally, there is no malfunction as the issue was resolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (02/16/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 2/2/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up report #2 was sent in error. This complaint and the pa testing result is not considered reportable to the FDA.

Manufacturer narrative:
Initial report was sent in error. This complaint is not considered reportable to the FDA